Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012, alleging an error 5 message on the patient's one touch ultrasmart meter. A (B)(4) sent follow up questions and obtained the following information: the patient mentioned that she kept receiving an error 5 message that she had tried two different vials of test strips and issue persisted. She mentioned that since she was unable to test her blood glucose an hour later stated feeling unwell. She felt sick, thirsty and had frequently had to use the bathroom. She did not self-treat or take any action when exhibiting the symptoms. She felt as if she was developing high sugar levels. She claims the symptoms lasted for 24 hours. She did not seek any further medical attention or contact her physician for assistance. A normal blood glucose for the patient is around 4.5-7.5 mmol/l. The last reading the patient obtained was around 10-11.0 mmol/l. The patient tests 5-7x a day. Besides diabetes the patient also has an overactive thyroid, complications in her nerves on her feet and mild asthma. The technique of applying blood on the test strip was correct. The tests trip completely draws in the sample and the test strips were in good condition and not expired. Customer care advocate (cca) walked the patient through a test and the alleged issue was not resolved. Products were replaced and requested back for investigation. The complaint is being reported since the patient alleged that due to the alleged error 5 message, she was unable to test and later developed symptoms suggestive of a serious injury and did not seek any medical attention due to the symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Both test strips lots were returned; however, not tested since the alleged issue is a problem with the meter and not the test strips. Meter has not yet been returned by the patient. Second lot # 3270183.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this compliant failed testing. The meter was found to have spc pins 1 and 2 lifted high. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.